Event description:
A health care professional reported that the pt's implantable neurostimulator beginning of life battery voltage was "lower than expected." In (B)(6) 2008, the voltage was "3.60" and in (B)(6) 2010, it was "3.58." The patient had a bilateral system and the other ins "came in at 3.75." A manufacturer's employee noted that the "ins left factory at 3.578." No patient symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report #3004209178-2010-08352.

Manufacturer narrative:
(B)(6). Reason for late MDR due to implementation of process improvement.